Event description:
It was reported by the healthcare provider (hcp) that there were concerns of loss of capture on this right ventricular (rv) lead. The hcp indicated that a reprogramming of the amplitude of the rv was necessary. Technical services (ts) reviewed the data and discussed it with the hcp. The rv remains in service. No patient effects were reported. An additional information was received, the loc was not confirmed, therefore the physician executed reprogramming options.

Event description:
It was reported by the healthcare provider (hcp) that there were concerns of loss of capture on this right ventricular (rv) lead. The hcp indicated that a reprogramming of the amplitude of the rv was necessary. Technical services (ts) reviewed the data and discussed it with the hcp. The rv remains in service. No patient effects were reported.